Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during extension and/or retraction of the helix during the attempted implant.

Event description:
Boston scientific received information that during an attempted implant, this lead was unable to be successfully secured due to a malfunctioning helix. The lead was removed and returned for analysis. A competitor lead was ultimately implanted. No adverse effects were reported.